Manufacturer narrative:
One opened probe was received with a tip protector for the report of actuation failure. The returned sample was visually inspected and found to be non-conforming with the probe needle completely broken off at the stiffener sleeve. Functional testing and a wear evaluation were unable to be performed due to the visual condition of the probe. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there is one additional complaint associated with the component lots for the reported issue. The needle of the returned probe was broken off of the probe assembly, therefore, the report of an actuation failure was unable to be verified. The exact root cause of the broken needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. Teh evaluation performed was unable to verify the reported actuation failure; therefore, no specific action with regard to this complaint was taken by the manufacturing site. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that actuation failure of the probe cutter occurred during surgery. The condition of aspiration is unknown. The surgery was completed after replacing the product with another one. The there was no patient harm.